Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.

Event description:
During an atrial fibrillation, when the viewflex xtra ice catheter was removed it was noted that the tip was hanging off. During the case, picture quality was fine and it was not noticed until after procedure was completed.